Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Since the serial number is unknown, the device history record could not be reviewed. However, omsc has only shipped devices that passed the inspection. In the literature, there is no description of the device's malfunction.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "original article efficacy of low dose rectal diclofenac for preventing post-endoscopic retrograde cholangiopancreatography pancreatitis: propensity score-matched analysis". The literature reported the result of 319 patients with native papilla and a body weight of <50 kg who underwent endoscopic retrograde cholangiopancreatography (ercp) procedure using the olympus tjf-260v or jf-260v between september 2010 and october 2019. In the literature, it was reported complication as follows; post-ercp pancreatitis (37 cases). Hyperamylasemia (31 cases). Bleeding (2 cases). Biliary infection (1 case). There are not mentioned that these complications were related to the subject device in question. Omsc assumes that the "biliary infection" might be related to the subject device and serious events. Therefore, omsc assumes that the event was an adverse event to submit. Based on the available information, specific information on the subject device and the patients were not provided. There is no description of the device's malfunction. Omsc will submit one medical device report (MDR) of the subject device for the "biliary infection".